Manufacturer narrative:
The device was returned for analysis, without the pusher. The implant was noted to be stretched over the proximal 40cm, which suggests tensile overload. The proximal knot-tie on implant was intact. Based upon the investigation findings and available information, the complaint cannot be confirmed; the pusher was not returned for evaluation. The exact root cause could not be determined; however, the device exhibited evidence that it was subjected to forces that exceeded the strength specification of the monofilament.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that after placement at the intended treatment site, the coil would not detach with the v-grip controller. During removal, the coil unexpectedly detached in the microcatheter. Both segments of the coil were removed from the patient. There was no reported intervention or patient injury. The current patient's status is reported to be stable.